Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered device end of life (eol) and displayed fault code 01, a possible device malfunction via remote monitoring system. The fault code indicated that the shocking capacitors were not charged to the programmed voltage 45 seconds after the start of charging wherein this timeout was used for all energies.  The device responded by aborting the charge cycle and initiation redetection; thus triggered device's eol. No further information was obtained. This crt-d is still in service. No additional adverse patient effects were reported.